Event description:
A surgeon reported that during surgery, air did not come from the air infusion line when connecting it to the console. The tubing set was exchanged and the surgery was completed. There was no harm to the patient.

Manufacturer narrative:
A sample is expected, but has not yet been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).